Event description:
It was reported that a priming bolus was not performed during pump replacement surgery. The catheter which contained 25 mg/ml of morphine was clamped. The pump contained concentration of 10 mg/dl; the pump tubing was not primed on back table. The daily dose of 12 mg was programmed following a single bolus equivalent to the catheter volume. The hcp indicated that he would supplement the patient with oral medication during the delivery of water that was present in the pump tubing.

Manufacturer narrative:
.